Manufacturer narrative:
The event product is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.149p-k1696. Please refer to the complaint sheet for investigation." Report from the sales rep: laparoscopic appendectomy - "during laparoscopic appendectomy procedure, when removing a retrieval bag from the trocar, a long and narrow black material was removed while attached to the retrieval bag. Although the customer understands the material is not likely to be derived from the trocar, he/she requested the inspection for identifying device of the material and contamination of foreign material to amr. The material didn't come off into patient cavity. No patient injury and bleeding. Septum cer check list for the information about devices inserted/removed into/from the trocar will be sent soon." Initial investigation report by aomori olympus: "the event unit with the large material was returned to olympus and visually inspected. No visible damage was observed with the shield and ddb. Any damage locations matched to the material were not found with the trocar. Although the foreign material is soft, it is harder than any rubbers used in the trocar. The material is closer to not rubber but plastic. Oly identified it's not from the trocar. The foreign material was returned to the customer in his/her hope of second prompt investigation in another medical device supplier of the retrieval bag. The material will be inspected in amr using the picture, if the material was contaminated inside the seal or not prior to packaging. However, during inspection in oly, the septum was found to be damaged and missing a small portion(size appx 1.9mm x 2.4mm). The portion was not returned to oly. Oly found other irregularity that the glue area of the balloon was detached from the cannula. However, it's not related to the customer experience. The unit will be returned to amr for further evaluation. Admin#149p-k1696."

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation along with a photograph of the foreign object. Upon inspection, engineering confirmed that the septum, an internal rubber component of the seal, had been damaged and fragmented. Based on the photograph of the foreign object, engineering confirmed that the object did not come from an applied medical trocar. Based on the description of the event, it is likely that the foreign object came from a competitor's retrieval bag that was used during the procedure. The likely root cause of the damage to the seal component is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products.